Event description:
It was reported the pt's lead was explanted and replaced (with a different model) due to the pt not receiving adequate coverage. Prior to the lead being replaced, the pt only received stimulation to unintended areas, i.e. Testicles and abdomen. The explanted product was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.